Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 23 2006, the lay pt contacted lifescan (lfs) alleging that her one touch ultra smart meter was reading inaccurately high. The pt takes humalog insulin based on her meter reading before meals and "in the middle of the night." She said she had been experiencing more episodes of low blood glucose over the last month. She compared the reported meter readings to her other meter and to her daughter's meter on more than one occasion. She said the reported meter always read higher. She was not able to provide all dates, times, and readings of concern. On one occasion, she said she experienced her usual hypoglycemic symptoms (zig-zag vision, dizziness, and lightheadedness), which is how she feels if her blood glucose level is less than 70 mg/dl. She tested while symptomatic with the reported meter and obtained a result of "160 something." She performed back to back tests on her other non-lfs meter and her daughter's meter; both of those results were 67 mg/dl. The reported meter reading did not correlate with the patient's symptoms or with the other two meter readings. The patient treated herself with glucose tablets. She was unable to provide the date and time of the incident and was unable to locate the meter reading in the meter memory. She said she had taken insulin based on the reported meter prior to experiencing symptoms; however, she did not provide the prior meter reading. The patient obtained a result of 228 mg/dl on the reported meter compared to a result of 175 mg/dl on her other meter. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=30% and/or <30 mg/dl. The next day she obtained results of 304 and 308 mg/dl on the reported meter compared to 175 mg/dl on her other meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient told the customer care advocate (cca), she had performed passing control solution tests in the past. She could not recall the control solution results on the dates and times of the tests. The cca was unable to walk the patient through a control solution test because the patient could not locate her control solution at the time of the call. The cca verified that the patient used correct testing technique. The meter was replaced by field exchange with a pharmacy. The complaint is reported because the lfs meter read high compared to two other meter readings and to the patient's symptoms that suggested hypoglycemia. The patient took insulin based on the lfs meter readings. She experienced symptoms that suggested hypoglycemia and received hypoglycemic readings on two others meters. She treated herself with oral glucose tablets.